Event description:
During a urinary organ procedure, a consecutive alarm went off on use with generator. It seems like it is because of blade deterioration. The procedure was completed with another device. There was no adverse consequence to the pt.

Manufacturer narrative:
Eval summary: the analysis results confirmed that the device was returned with the blade cracked. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure."